Event description:
It was noted that the patient was implanted with an implantable neurostimulator (ins) that was marked 12 days past the expiration date of the device. It was noted that the "packaging was intact and not damaged, and the battery voltage was above normal charge." It was further noted that the physician was aware that he could have used another device but decided this product was the "best clinical decision for the patient." The patient outcome was not provided. It additional information is received, a supplemental report will be sent.

Manufacturer narrative:
(B)(4).